Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one video of the complaint event. Video inspection noted that the adapter switch could not be moved. Without the device visual and functional analysis could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, on the second gastric stapling, the surgeon experienced unloading problem. The reload did not open for the blue discharge button was locked. It was reported that the device jaws would not be opened even after using the retraction tool. A reload's component broke off and was caught at the end of the reload and the blue discharge button on the stem caught. They retrieved the component by stapling the side with a new stapler and loosened the fabric from the reload with a forceps. This delayed the surgery for 30 minutes. The incision was extended due to the product problem. Surgeon made a lateral stapling and sutured above the staple line.